Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported malfunction is undetermined. The may 2008 15-month alliance product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. A search of the complaint database revealed that two add'l complaint have been reported for the lot. These were reported by the same user facility to report the same product issue.

Event description:
This report pertains to the second of three related device malfunctions. Refer to MFR report #3005099803-2008-00931, and #3005099803-2008-00936. For a description of the two other reported devices. In 2008, it was reported to boston scientific corp that a maxforce tts balloon dilatation catheter was used during an endoscopic dilatation procedure (pt age, gender and weight unk) in 2008. According to complainant, "during the procedure, the [fourth device], was inflated outside the pt and curved like a banana." The procedure was completed with another balloon dilation catheter (MFR unk). The pt's condition was reported as "fine".